Event description:
It was reported that an intermate had a damaged line at the distal end luer lock. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from october 25, 2013 to october 26, 2013. Evaluation summary: the device was received for evaluation. During visual inspection the tubing was observed to have broken off from the distal luer lock. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.